Manufacturer narrative:
Per the report, the balloon was completely deflated prior to removal. As the affected device was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU for the edwards sapien 3 with commander delivery system, manufacturing mitigation and root cause. No relevant imagery was provided for review. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. A review of lot history revealed no other similar complaints under the related work order for ¿delivery system ¿ withdrawal difficulty-through sheath¿. A review of the complaint history reveals that the occurrence rate did not exceed the september 2017 control limits for the trend category of ¿withdrawal difficulty¿ for the commander delivery system. No IFU/training manual deficiencies were identified. During manufacturing, the multiple visual inspections and tests are performed throughout the manufacturing process. Furthermore, this manufacturing lot underwent product verification (pv) testing on a sampling plan. Of note, all samples passed all tests during product verification. These inspections and testing stated above support that it is unlikely a manufacturing non-conformance contributed to the complaint. Due to device and/or applicable photographs/video/imagery not being returned for evaluation, the complaint of ¿delivery system ¿ withdrawal difficulty-through sheath¿ was unable to be confirmed. No relevant visual, dimensional, or functional testing could be performed. A review of lot history, complaint history, DHR, and manufacturing mitigation did not identify any evidence of manufacturing non-conformance that would have contributed to the complaint. Available information suggests that patient and/or procedural factors most likely contributed to the withdrawal difficulty. Complaint history review suggests multiple possible patient/procedural factors could have contributed to the complaint. Patient access vessel tortuosity and calcification can contribute to delivery system withdrawal difficulty through sheath. Tortuous access vessels could lead to retrieval angles that cause non-coaxially of the system and sheath. This can cause the delivery system to catch onto the sheath tip thus contributing to difficulty in the delivery system retrieval process. For this case, the patient had moderately tortuous and calcified access vessels, which likely contributed to the complaint event. The complaint description also indicated that there was resistance encountered while advancing the valve through the esheath. One potential cause of this resistance is vessel calcification and tortuosity. Because resistance was encountered upon advancing the valve and there was difficulty removing the delivery system, it is likely that these patient factors contributed to the complaint event. Residual fluid in the inflation balloon post thv deployment may enlarge the overall balloon profile and cause it to catch onto the tip of the sheath. Similarly if the balloon is damaged during valve deployment, the balloon can catch onto the sheath tip during retrieval. Not placing and locking the flex tip over the triple markers before delivery system withdrawal can cause the inability of the flex tip to close down fully before the device is removed. This can create a larger than normal flex tip outer diameter during retraction, which could contribute to withdrawal difficulty. As such, although a definitive root cause was unable to be determined, available information suggests that patient and/or procedural factors (moderate tortuosity and calcification) most likely contributed to the withdrawal difficulty. The complaint of ¿delivery system ¿ withdrawal difficulty-through sheath¿ was unable to be confirmed. Since no manufacturing non-conformance or labeling/IFU/ training deficiencies were identified, no corrective/ preventative actions are required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the applicable complaint trending control limits, a product risk assessment (pra) escalation is not required. The complaint of ¿delivery system ¿ withdrawal difficulty-through sheath¿ was unable to be confirmed, and no manufacturing non-conformities were identified. A definitive root cause was unable to be determined. However, available information suggests that the patient and/or procedural factors likely contributed to the reported event. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rate did not exceed the september 2017 control limit for the applicable trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the injury was related to the removal of the delivery system and sheath, as there was withdrawal difficulty. The patient¿s access vessel had moderate tortuosity, which also may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), during the placement of the 23mm sapien 3 case by tf approach in aortic position, the access vessel diameter was 7mm, with moderate tortuousity and calcification. There was severe resistance while pushing the valve and commander through the e-sheath. Despite this, the valve was successfully implanted. Afterwards, difficulties were encountered while retracting the commander balloon back into the e-sheath. Both devices had to be removed together which caused an injury at the puncture site. This had to be repaired with an admiral covered stent. The patient was in good condition.